Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that system was unable to acquire images. Review of the log files shows x-ray pc does not start. Upon troubleshooting, the philips field service engineer (fse) checked system onsite and found that system couldn't acquire images due to a lack of power to the x-ray pc, traced to a blown fuse. After replacing the fuse, the pc still wouldn't turn on. The fse identified a faulty power supply within the pc. To resolve the issue, the fse replaced the x-ray pc. The defective parts were returned for analysis, for x-ray pc malfunction was observed and the cause was found to be failed power supply. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to acquire images. No harm was reported to philips. Philips has started an investigation of this complaint.